Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle hub separated. This was discovered during use. The following information was provided by the initial reporter: material no.: 324909 batch no.: 8295939, unknown. It was reported by the consumer that the shields are hard to remove. Additionally, consumer reports that with one of the syringes, once the shield was removed, the needle assembly came off with it. Finding a large percentage hard to remove shields. One of these hard to remove shields, when finally removed the needle assembly came off with it. Has this one to return plus an unopened bag from this box. 86 year old couple finding majority of all syringes in the past 8 boxes hard to remove shields. Diabetic user for 20 yrs. Husband helping consumer. The prior 7 boxes unknown lot number unknown occd dates. Discarded.

Manufacturer narrative:
Investigation summary: customer returned (15) 31g x 6mm, 0.3ml bd insulin syringes: 10 were sealed in a polybag from lot 8295939, and 5 were received loose. Consumer reported finding a large percentage hard to remove shields, one of these hard to remove shields, when finally removed the needle assembly came off with it. The syringes that were returned loose were examined, and it was observed that two syringes exhibited the needle-hub/shield assembly separated from the barrel; no damage to the barrel tip was observed. The three loose samples with no observed defects, and 10 unused samples were tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample 1; shield removal force (lbs): 4.12. Sample 2; shield removal force (lbs): 5.38. Sample 3; shield removal force (lbs): 2.95. Sample 4; shield removal force (lbs): 5.26. Sample 5; shield removal force (lbs): 3.64. Sample 6; shield removal force (lbs): 4.28. Sample 7; shield removal force (lbs): 4.14. Sample 8; shield removal force (lbs): 3.80. Sample 9; shield removal force (lbs): 3.87. Sample 10; shield removal force (lbs): 4.16. Sample 11; shield removal force (lbs): 3.89. Sample 12; shield removal force (lbs): 4.11. Sample 13; shield removal force (lbs): 4.49. No manufacturing defects were observed on the 13 tested samples. The needle-hub/shield separation could be the reason why the customer would think the shields were difficult to remove/detach, as reported. A review of the device history record was completed for batch# 8295939. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle-hub separates). As per investigation completed by manufacturing, "on 26 aug 2019, holdrege received (15) 31g x 6mm, 0.3ml bd insulin syringes: 10 were sealed in a polybag from lot 8295939, and 5 were received loose. The samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. A visual evaluation of syringes show (2) syringe with no needle assemblies attached to them. The needle assemblies were separate from the syringes. There did not appear to be any damage to the tips of the barrels, or anywhere on the syringes. There did not appear to be any core pin damage on the hubs. (13) syringes with no obvious manufacturing defects. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the needle assembly press station was out of adjustment. Corrective action: needle assembly press station was adjusted to fully seat the needle assembly onto the barrel. L2l dispatch #47070 was created on 04 dec 2018 to adjust the press station. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 was been opened on (B)(6) 2019 to address this issue."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8295939. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-10-22. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle hub separated. This was discovered during use. The following information was provided by the initial reporter: material no.: 324909, batch no.: 8295939, unknown. It was reported by the consumer that the shields are hard to remove. Additionally, consumer reports that with one of the syringes, once the shield was removed, the needle assembly came off with it. Finding a large percentage hard to remove shields. One of these hard to remove shields, when finally removed the needle assembly came off with it. Has this one to return plus an unopened bag from this box. A (B)(6) couple finding majority of all syringes in the past 8 boxes hard to remove shields. Diabetic user for 20 yrs. Husband helping consumer. The prior 7 boxes unknown lot number unknown occd dates. Discarded.